Manufacturer narrative:
(B)(4). Date sent: 2/9/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device staple? If yes, was the staple line complete (fully circular)?yes was the breakaway washer completely cut? Yes were there two complete tissue donuts? Yes was it a partial cut? If so what was cut partially, washer or tissue? Tissue is the current patient status known? Unk was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, did not cut through tissue completely. Had to retrieve donut with snare on colonoscope. No patient consequences were reported.